Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging a calcode issue with their one touch ultra 2 meter. The patient was unable to change the cal code on their ultra 2 meter. The patient mentioned that the alleged issue with the meter began approximately a month ago. Due to the alleged issue the patient was unable to test their blood glucose. The patient did not take any action after attempting to test their blood glucose. Approximately 5 hours later, the patient developed symptoms of feeling shaky and sweaty. The patient did not seek any medical attention or contact their physician for assistance. Customer care advocate (cca) assisted the patient in setting the meter to the correct code and the alleged issue was resolved over the phone. The product was replaced. The complaint is being reported since due to the alleged issue, the patient was unable to test and later developed symptoms suggestive of a serious injury.